Event description:
A us distributor reported that an electrode belt was unable to communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ebelt - does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to an intermittently shorted c783 and c784 component on the solder bridge. The root cause for the shorted c783 and c784 could not be positively identified. No adverse event resulted from the damaged electrode belt.